Event description:
It was reported that the device became entrapped on the guidewire a 2.4mm jetstream xc atherectomy catheter and a non-bsc guidewire were selected for use in the superficial femoral artery (sfa). During the procedure, the device was activated for around 4 minutes and then the device became entrapped on the wire. The catheter and guidewire were removed together as one unit. The procedure was completed by dilation only without further atherectomy. There were no patient complications and the patient was stable post procedure.

Event description:
It was reported that the device became entrapped on the guidewire. A 2.4mm jetstream xc atherectomy catheter and a non-bsc guidewire were selected for use in the superficial femoral artery (sfa). During the procedure, the device was activated for around 4 minutes and then the device became entrapped on the wire. The catheter and guidewire were removed together as one unit. The procedure was completed by dilation only without further atherectomy. There were no patient complications and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a jetstream xc-2.4 atherectomy catheter with the guidewire stuck in the device. The device was analyzed for damage. Visual analysis showed no damage on the shaft. Microscopic examination of the device revealed that the catheter tip was run to far distal on the guidewire where the tip of the catheter interfered with the coils of the tip. This caused the restriction of the guidewire. The tip of guidewire was pulled from the catheter tip and the guidewire was removed without restriction. Functional analysis was performed by completing the setup procedure and was functionally tested for rotation issues. The device functioned as designed. The jetstream device dfu lists the compatible guidewires that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the compatible list. Use of any non-compatible guidewire may compromise performance or damage the jetstream system.